Event description:
Device #1 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during stenting procedure in the right superficial femoral artery, during lesion pre-dilation, the fox plus balloon (4.0x60) ruptured at 10 atmospheres during the first inflation. Pre-dilatation was completed using an unspecified, non-abbott balloon and a stent was implanted in the target lesion. Post-dilatation was attempted using the same non-abbott balloon; however, this balloon also ruptured. A second fox plus balloon (6.0x20) was inflated; however, the balloon ruptured at 16 atmospheres during the first inflation. The procedure was completed without additional post-dilatation. The balloons were completely removed from the body and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. Device #2: fox plus 6.0x20 balloon (lot 539035) referenced is being filed on a separate medwatch report.